Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported that the ventilator's fan is running but the display isn't functioning. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also found that the battery was failing to hold charge. The display assembly and power management board were replaced. The reported issue was resolved. They also advised the customer to replace the battery.